Event description:
It was reported that an ilet insulin pump sustained a cracked touchscreen, rendering the screen and touch input unusable, while the device continued to deliver insulin; the model number was not accessible due to the screen lock, and the device will be returned. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a touchscreen fracture with a stress-related problem identified on the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.